Manufacturer narrative:
This information is unknown. Date of infection and impaired healing is unknown. This report is for an unknown proximal femoral nail. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date prior to (B)(6) 2005. Date of explantation is unknown date between (B)(6) 2005 and (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: xue d et al (2017). The treatment strategies of intertrochanteric fractures nonunion: an experience of 23 nonunion patients. International journal of the care of the injured. Volume 48. Pages 708-714. (China) the purpose of this retrospective study is to evaluate the outcomes and develop a surgical treatment strategy for patients with intertrochanteric fracture nonunion. It also evaluates the functional results of revision surgery for intertrochanteric fracture nonunion. From january 2005 to june 2015, 23 patients (average age, 60.1 +/-14.1 years; 16 males, 7 females) with intertrochanteric fracture nonunion who were treated surgically were included in the study. All of the patients had undergone previous surgery due to traumatic injuries. Six (6) of these patients were previously implanted with an unknown synthes proximal femoral nail (pfn); 2 were implanted with an unknown synthes dynamic hip screw (dhs); and 1 was previously implanted with an unknown synthes proximal femoral nail antirotation (pfna). Twenty-one (21) patients were followed for at least 1 year postoperatively and 2 patients were lost to follow-up after fracture healing. The mean follow-up was 16.0 +/-4.6 months. The mean union time was 4.7 +/-1.2 months. Complications were reported as follows: a (B)(6) male with an a3.3 fracture, who was previously implanted with an unknown synthes proximal femoral nail, was revised with an unknown synthes proximal locking plate for nonunion due to infection. A (B)(6) male with an a1.1 fracture, who was previously implanted with an unknown synthes proximal femoral nail, was revised with an unknown synthes proximal locking plate due to nonunion with coxa vara. A (B)(6) male with an a3.3 fracture, who was previously implanted with an unknown synthes dynamic hip screw, was revised with an unknown synthes proximal femoral nail antirotation due to nonunion. A (B)(6) male with an a3.3 fracture, who was previously implanted with an unknown synthes proximal femoral nail, was revised with an unknown synthes proximal locking plate and an unknown small plate due to nonunion with coxa vara. A (B)(6) male with an a3.1 fracture, who previously implanted with an unknown synthes proximal femoral nail, was revised with an additional unknown plate for nonunion due to instability. A (B)(6) female patient with an a1.1 fracture, who was previously implanted with an unknown synthes dynamic hip screw, was revised with an unknown synthes proximal locking plate for nonunion due to infection. An (B)(6) female with an a1.1 fracture, who was previously implanted with an unknown synthes proximal femoral nail, was revised to a total hip arthroplasty for nonunion with femoral head cutout or head break-over. A (B)(6) male with an a2.2 fracture, who was previously implanted with an unknown synthes proximal femoral nail antirotation, was revised to a total hip arthroplasty for nonunion with femoral head cutout or head break-over. A (B)(6) male with an a2.3 fracture, who was previously implanted with an unknown synthes proximal femoral nail, was revised with an additional unknown plate for nonunion due to instability. This report is for an unknown synthes proximal femoral nail (pfn). This is report 3 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown synthes dynamic hip screw (dhs).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown dhs plate. Part and lot numbers are unknown; UDI number is unknown. There is no infection reported for this patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.